Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the meter remote emitted an error 1 alarm when not using or manipulating the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 03/28/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following findings: the meter remote history showed evidence of an error 1 warning occurring. During testing the pump powered on appropriately and successfully paired with a test pump without any meter remote errors duplicated. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The meter has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.